Event description:
It was reported that the patient experienced difficulty cycling their inflatable penile prosthesis (ipp); the physician believed the issue was due to a leak within the system. A future surgical procedure has been planned to replace the existing ipp. No further information has been provided to date.